Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During routine service, a failed roller pump circuit board was discovered. From the limited info available in the report, it is assumed that the circuit board failure prevented the roller pump from operating. There were no adverse consequences to the pt as a result of this event.